Event description:
Info received indicates the left head brake caster would hold when the brakes were applied but the caster would continue to swivel.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.